Event description:
It was reported that the power cord was torn from the bed (possible exposed bare wires). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.